Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample and one picture has been provided for the evaluation. Upon a visual evaluation of the sample, the reported condition was confirmed. A corrective action (CAPA) has been opened in order to address the reported condition through a more robust investigation. These actions are designed to prevent the re-occurrence of the reported defective condition. The results of the investigation will be documented thought the CAPA.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the silver tip disconnected from the foley. Additional information received on 8/17/20 stated that the catheter disconnected /pulled apart from the closed system, leaving catheter in place of patient but not connected.